Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 04-feb-2024, it was reported that the patient faced that the infusion set cannula was kinked, which cause the patient blood glucose elevated from 700 to 750 mg/dl. The infusion set was in use for 12 to 24 hours. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.